Event description:
A peritoneal dialysis (pd) patient contact reported that the liberty select cycler was having an air detected in cassette warning. The warning occurred in drain 4 of 4 and had occurred several times during this drain cycle. Technical support advised the patient contact with information on the alarm and assisted with cancelling treatment since the alarm continued. The patient contact was advised to follow up with the pd registered nurse (pdrn) regarding incomplete treatment. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the cycler. There was no harm or adverse event reported, and no medical intervention was required. Upon further follow up, the patient contact also confirmed that the patient experienced a fluid leak inside the cassette door of the cycler after completing treatment. Prior to the leak, an air detected in cassette alarm occurred during drain 4 of 4 of treatment. The patient was able to complete treatment using the cycler. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned for physical analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and abdominal cramping, which required hospitalization and antibiotic therapy. The pdrn attributed causality to the patient not wearing a mask during initiation and termination of pd therapy. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, staphylococcus epidermidis is part of the normal human biota and commonly found on skin, axillae, the perineum, and inguinal areas of humans. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being hospitalized due to an infection and inflammation of the abdomen. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cramping. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient was discharged on (B)(6) 2025 in stable condition and is recovering from the serious adverse events. The pdrn attributed causality to the patient¿s failure to wear a mask during initiation and termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s), and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd at home without any reported issues and is utilizing the same liberty select cycler as before the hospitalization.